Manufacturer narrative:
Device not returned.

Event description:
It was reported that the device was implanted and explanted in 2007 due to an unk reason. Follow up with the surgeon's office indicated that the device was explanted because of mitral regurgitation. Reportedly, it appeared that one of the struts was bent, which prevented the leaflets from closing. The surgeon reported, that he was unsure of how the strut became bent. He indicated that it may have become bent during the explant.